Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a total knee arthroplasty, the pod kit did not have electricity during the registration step. It was reported the issue was due to incorrect operation of the system. The patient was already under anesthesia, although no incisions had been made, when the event occurred. The procedure was postponed until the following day.